Manufacturer narrative:
An event of device migration and patient death due to perforation with the rigid guidewire was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This event is being reported for the migration of the portico tavi valve. It was reported that on (B)(6) 2021, a 27 mm portico tavi valve was chosen for procedure. A 20 mm balloon valvuloplasty was performed prior to introduction of the valve. The valve deployment was performed at optimal height, but the valve was very compressed in the area of the ring. The valve was released and at the time of releasing the part of the retainers, the valve migrated up to the ascending aorta. A snare of the valve was attempted but unsuccessful. The valve was attempted to be moved with a 22 mm balloon and then a 25 mm balloon without success. An attempt was made to tie the valve with radial access, and the valve was looped without a problem but was raised further. The non-abbott rigid guidewire was used to cross to the ventricle again, and the patient's hemodynamics deteriorated. The decision was made implant a second 27 portico tavi valve within the first. However, the patient was still hemodynamically unstable. An echocardiogram was performed which revealed pericardial effusion, which escalated to cardiac tamponade. The patient fell into cardiac arrest and died the same day. It was noted that the cause of the pericardial effusion, cardiac tamponade, cardiac arrest, and death was associated with the non-abbott rigid guidewire (lunderquist guidewire). The patient had an acute aortic angle of 63°. The patient was reported to have extreme calcium in the aortic valve. The aortic annular sizing was reported as perimeter derived 24.6mm. There was no tension in the delivery system at the time of final deployment. The implant depth of the device that migrated, prior to migration, was 3-4 mm. The migrated valve did not block a coronary artery or arteries. The final implant depth of the second valve was 4 mm. The operative note and procedure imaging for this event are not available due to hospital policy. Patient's comorbidities and condition prior to implant procedure are unknown. According to the user, there is no allegation of malfunction against the portico device or the procedure. No additional information was provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.